Event description:
The customer reported via phone call that the insulin pump was alarming power system error related to the back up battery failing. The customer's blood glucose was 3.2 mmol/l. The customer changed the battery after the alarm and then four hours later, the alarm recurred. The customer stated the alarm did not occuring during a rewind or prime. The customer was advised that their insulin pump needed to be replaced. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.